Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of atrial signals was noted on this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead. All lead measurements were fine but the daily measurements on the rv lead shows low rv signals. The patient had syncope episode with no arrythmia noted. In addition, the patient was severely sick with multiple diagnosis including diabetes. During device follow up, a pacemaker mediated tachycardia (pmt) was seen that also showed oversensing of atrial signals that resulted to rv pacing inhibition of three ventricular beats. The physician suspects that the oversensing could be the cause of the syncopal episode, however he could not exclude that other causes could be the medical history. A boston scientific technical services (ts) discussed the device needed to be reprogrammed so that oversensing episodes could be addressed. The patient was scheduled for follow up. No adverse patient effects were reported. The device and the lead remains in service. Additional information received indicated that this device was reprogrammed to a lower rv sensitivity from 0.6 mv to 1.0 mv maximum sensitivity. There was no lead measurement testing done after the re programming of the device. There were no surgical interventions performed at this time as this was a normal follow up and that the patient was sent home and will be back for a new follow up within a few months. The device and lead remain in service. No additional adverse patient effects were reported.